Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis.the cause of the event was not reported. It was not reported if the patient was hospitalized.treatment for the event was not reported. Patient outcome was described as "the patient was fine now" with no additional details provided. It was not reported if therapy was ongoing. No further information was provided.